Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that sales representative attempted to turn on the programmer, noted a spark and got warm, programmer will not turn on. Issue was not resolved after troubleshooting. Product return is required to perform product analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Product analysis indicates that allegation was confirmed; was unable to get programmer to power on; power supply issues noted, there were multiple components damaged from power supply.

Event description:
.